Manufacturer narrative:
Continued from phone number: (B)(6). (B)(4). Device evaluation: analysis of the returned device identified: underweight and broken shell. A visual and microscopic analysis was performed which identified a sharp broken on posterior assessed as a surgical impact opening, for the stress mark in the shell and wear abrasion. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp broken on posterior assessed as a surgical impact opening. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: material rupture. Future explant date scheduled: (B)(6) 2021.

Event description:
Physician reported a left side rupture. Device was explanted.